Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) stopped providing spo2 readings, and there was no error message. Nk clinical applications specialist (cas) spoke to the customer and advised that they change the spo2 probe. After that was done the parameter displayed on the cns. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) stopped providing spo2 readings, and there was no error message. Nk clinical applications specialist (cas) spoke to the customer and advised that they change the spo2 probe. After that was done the parameter displayed on the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor: model: bsm-6301a. Sn: (B)(4). Input unit: model: ay-651p. Sn: (B)(4).

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) stopped providing spo2 readings. No error message was displayed. An nk clinical applications specialist (cas) advised the customer to change the spo2 probe, which resolved the issue. No patient harm was reported. Investigation summary: the issue of the spo2 readings disappearing at the cns was resolved after the customer changed the spo2 probe on the patient. As such, it is likely that the issue was related to the spo2 probe or the cable it was attached to. As no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. A possible cause may be related to hardware failure of the probe. Hardware failure could come as a result of physical damage, fluid damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or device placement. Electrical damage could occur during a power outage or power surge. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints. The following fields contains no information (ni), as an attempt to obtain the information was made, but not provided. A2 - a4 b6 - b7 attempt #1 01/27/2021 emailed customer via microsoft outlook for all items in the ni list above. The customer responded with complaint details and the patient's race, but did not provide the rest of the requested information. Additional device information: d10: concomitant medical device: the following devices were used in conjunction with the cns. Bedside monitor: model: bsm-6301a sn: (B)(6) input unit: model: ay-651p sn: (B)(6)additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) stopped providing spo2 readings. No error message was displayed. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) stopped providing spo2 readings. No error message was displayed. No patient harm was reported.